Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient fell out landing on his back resulting in lead fractures. The patient experienced inadequate stimulation. Lead fracture was confirmed by x-ray. The patient underwent lead replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.